Manufacturer narrative:
B3 - date of event: selected as first of june 2026 as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump displayed an error message which stated that the button was locked and was unable to be switched off. There was no reported patient involvement and patient harm.